Event description:
It was reported that sets broke at the syringe adapter site. It is unknown which tubes belong to which incident and which nurse was involved. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information provided: d.10. Correction; h.6. (Patient code). The customer¿s report that set broke at the syringe adapter site was confirmed. Visual inspection found the set broken at the spike adaptor. The break occurred between the vented spike and the upper fitment. Closer inspection of the two exposed surfaces of the broken vented spike component revealed that the broken surfaces were uneven and jagged. These observations are an indication of stress and signify that leverage was likely applied at this area causing the break and resulting leak. Functional testing was deemed unnecessary due to separation. The root cause of the breakage was identified as an outside force being applied to the component. The root cause of the outside force could not be identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that sets broke at the syringe adapter.